Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting it was determined that customer was using cold insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was not adversely impacted.